Manufacturer narrative:
Manufacturing location: (B)(4). Manufacturing date: march 27, 2015. No non-conformance reports were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. A product investigation was completed: the returned inserter was examined upon receipt and the complaint condition was able to be confirmed as the device was received disassembled and the blue handle was found to be broken and missing both alignment pegs. No definitive root cause was able to be determined however complaint conditions of disassembled and broken handle are typically associated with either attempted disassembly for sterilization and/or rough handling via errant hammer blows. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. Per the technique guide, the inserter for titanium elastic nails (359.219) is used with a hammer guide and locking slide hammer for insertion of titanium elastic nails (ten) and stainless steel elastic nails (sten). The inserter is also used in end cap insertion and removal. A review of the current design drawing and the drawing revision at the time of manufacture was performed. During the investigation no discrepancies were observed that may have contributed to the complaint condition. The threaded cap was secured with loctite to retain the assembly because it is not designed to be disassembled. In a revision released october 2014, the t-bar and threaded cap began to be welded together to further dissuade disassembly of the instrument. Per the technique guide, the device does not need to be disassembled for sterilization and it is essential to lubricate the inserter periodically with autoclavable oil to maintain smooth operation of the chuck. Review of the device history record showed that there were no issues during the manufacture of the products that would contribute to this complaint condition. No definitive root cause was able to be determined however complaint conditions of disassembled and broken handle are typically associated with either attempted disassembly for sterilization and or rough handling resulting from errant hammer blows. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a left forearm procedure on (B)(6) 2016, the plastic handle separated from metal part of inserter for ti elastic nails and broke. Procedure was completed without delay and no injury to the patient. Patient reported as stable. This is report number 1 of 1 for (B)(4).

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.